Manufacturer narrative:
It was reported that three anchors broke upon insertion. The reported event is confirmed upon investigation of the returned pictures. Visual evaluation of the provided pictures confirmed that the anchors had broken. Evaluation of the returned corkscrews did not identify any malfunction or abnormality. The reported event was unable to be created with the returned devices. The root cause of the reported failure mode is undetermined. However, the most likely probable causes include improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2020 rotator cuff repair (supraspinatus tear) procedure three ar-1927bcf-3, bio-composite corkscrew anchors (lot 11436533), broke on insertion. The top half of the implants broke while anchoring to the humerus. All three anchors wee from the same lot/box. A portion of two of the anchors were pulled from the patient. The distal portions remained in the patient. No new anchors were placed over the existing anchors. One of the anchors that broke on the last few turns of corkscrew and the surgeon left that entire anchor in the patient as it was not proud, but rather flush in the humeral head. No additional or larger incisions were needed and the surgeon did not have to change his planned technique. The surgeon continued on to complete the suture bridge. The portions of anchors that were retrieved were discarded at the time of procedure. The remaining two anchors from the same lot/box will be returned to use for evaluation.